Event description:
A customer reported an issue with high blood glucose levels, where the exact measurement was unspecified but labeled as "high." The customer had both a cgm and bg meter but had not taken any action to address the high levels initially. A supplies or system check was conducted, revealing that an air bubble in the insulin cartridge was the suspected cause due to user error during the load process. Technical support assisted the customer in filling the tubing to remove the air, providing education on preventing future occurrences. The customer resumed insulin delivery after the corrective actions were taken.